Manufacturer narrative:
The investigation determined that discordant non-reactive vitros anti- sars-cov-2 total (cov2tot ) results were obtained from a single patient sample processed using vitros immunodiagnostic products cov2tot reagent lot 0024 on a vitros xt7600 integrated system. A definitive assignable cause for the discordant, non-reactive vitros cov2tot could not be determined. Based on historical quality control results, a vitros cov2tot lot 0024 reagent performance issue is not a likely contributor to the event as all vitros quality control fluid results prior to the event were acceptable. Additionally, ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0024. There was no indication of an instrument malfunction and an unexpected instrument performance issue was not a likely contributor to the event. An acceptable within run vitros tsh precision test has confirmed acceptable instrument performance. Pre-analytical sample processing cannot be ruled out as a contributing factor, as it could not be determined whether the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer reported discordant non-reactive vitros anti- sars-cov-2 total (cov2tot) results obtained from a single patient sample processed using vitros immunodiagnostic products cov2tot reagent on a vitros xt 7600 integrated system. Patient sample results of 0.018 and 0.03 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, non-reactive vitros cov2tot results were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4) / ivd (B)(4).